Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The device would power up; however, it freezes on the olympus logo screen due to a damaged system board as noted by the initial reporter. Additionally, the green led was not flashing during the start process. The device failed during the white measurement/balance process as well. The white light was found under the desired limit. The damaged printed circuit board and led will both require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the device freezes when olympus logo is on the screen to a damaged system board. Based on the results of the investigation for phenomenon two, it is likely that the lighting issues are due to failure of the led unit, likely due to wear and tear/aging over time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center was failing to power up properly during procedure preparation. According to the initial reporter, the unit was freezing on the ¿olympus¿ logo screen. Reportedly, this failure was discovered in the morning, prior to any planned procedures that day.